Manufacturer narrative:
Section a2, a4, a5, a6: unknown/ not provided. (B)(6). Section h3- no: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. There was no model or serial number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was implanted in the operative eye. The patient was unhappy with his visual result and surgeon exchanged the iol for johnson & johnson toric iol, because the surgery was done at two different centers the patient paid twice for specialty lenses. No other information was provided.